Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the pulse lavage had battery acid leaking, batteries not in place and device was not working in high power. No patient impact noted. Due diligence is complete.